Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was placed in the left anterior descending artery in 2005. The patient was taking plavix as directed. Approximately one year later, the patient was instructed to discontinue the plavix for an upcoming lumbar surgery. 9 days post the lumbar surgery was performed, while still in recovery, the patient experienced st changes and went into ventricular tachycardia. The patient was brought to the ccl and was found to have a thrombosis. 2 vision stents were placed proximal to the original stents. Patient condition was unknown at the time of the report.